Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training an ilet pump became unresponsive to the sleep/wake button and remained locked despite attempts to unlock, charging the device, and removing a screen protector. Symptoms included no alarms or alerts and no reported blood glucose impact. Outcomes included replacement of the pump and return of the original device for evaluation. Investigation included troubleshooting by phone with charging and hard wake attempts. Investigation of this device revealed the complaint was unable to be duplicated. However, based on prior complaints it is likely due to a software bug which has been addressed.